Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis revealed intermittent reed switch operation; however, no telemetry issues were observed. Since no abnormal telemetry function or operation was noted, the reported telemetry problem could not be confirmed, and a root cause could not be determined.

Event description:
It was reported the device was interrogated, but at the end of the session, there was no magnet response. Upon reinterrogation, the last session date was not updated, and the diagnostics had not cleared. The device was subsequently explanted and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.